Manufacturer narrative:
Section h3, h6: it was reported that during a total hip replacement surgery, the flange inside the trial femoral head 32 xs/-3 broke off. Nothing fell into the patient. Patient was not injured as consequence of this problem. The device intended for use in treatment was not returned for investigation. A product evaluation was not possible. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and 3 additional similar complaints for the same product number over the past 12 months with similar failure mode. Review of past corrective actions was performed. The root cause of the event can be attributed to a known inherent risk of the device. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might bend or break off. These failure modes may further be exacerbated by excessive use of the device over time. The performance of the device is still within the risks level that are anticipated in the risk management documentation. The current design will be further monitored through post-market surveillance processes. No further actions are necessary at this time point. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a thr surgery, the flange inside the trial femoral head 32 xs/-3 broke off. Nothing fell into the patient. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.